Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm was received during bolus delivery. The customer performed a supply change and received a cartridge change error during the cartridge load sequence with multiple cartridges. The customer's blood glucose (bg) level was 320mg/dl and a manual injection was administered to address the bg level. The customer reported that manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. No failure related to the reported occlusion alarm was identified.